Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had battery issues with the insulin pump. The device alerted them of a low battery as well as a replace battery now alarm. They took out the battery and reinserted it and the insulin pump was reading that it was fully charged. The insulin pump was also alarming a bad battery and a failed battery test with new batteries. The customer also mentioned that the insulin pump would have no power after inserting a new battery. The customer¿s blood glucose level was unknown. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm, battery power loss alarm, bad battery alarm or failed battery test alarm noted. Pump had minor scratched display window, cracked reservoir tube lip and address label peeling/damaged. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.